Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 38 mg/dl. The customer was treated with glucagon. After troubleshooting was one, customer was advised that the insulin pump is working as designed and monitor pump. Customer was advised to speak with their health care provider concerning the low blood glucose.